Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22355. It was reported a patient presented in the emergency room with high pacing impedance on the right ventricular (rv) lead. There was also a high capture threshold, resulting in loss of capture. Programming changes were made to address the rv lead anomalies. The patient's implantable cardioverter defibrillator (ICD) presented with an inappropriate shock during atrial fibrillation with rapid ventricular rhythm. The patient was being treated and their condition was unknown.